Event description:
On (B)(6) 2009, pt reported in the last 10 days the up button had been working intermittently. Pt stated tonight it did not work at all. Pt reported the infusion device does not give a beep or vibration. He stated the button pops back up. Determined the down button is not functioning as well. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.